Manufacturer narrative:
(B)(4). Date sent: 11/24/2021. D4: batch # unk. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with three gst45b reloads present. The reloads (b and c) were received unfired. The reload (d) was received fully fired. The device was tested for functionality in the straight position with the returned reloads (b and c) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. Ensure battery pack is fully inserted into the device. An audible click will be heard when the battery pack is fully inserted (the instrument must be used within 12 hours of inserting the battery pack, the battery pack contains a built-in battery drain). Insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. Close the jaws of the instrument by squeezing the closing trigger until it locks in place. An audible click indicates that the closing trigger and the jaws are locked. When the jaws of the instrument are closed, the red firing trigger lock and firing trigger are exposed. Pull back the red firing-trigger lock to enable the firing trigger to be pulled. Fire the instrument by pulling the firing trigger; the motor will activate audibly. Continue to depress the trigger until the motor stops. To complete the firing sequence, release the firing trigger to activate the motor and automatically return the knife to home position where the motor will stop. In this position, the instrument is locked out until the jaws are opened and re-closed. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that a problem was experienced with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Reload b and c: gst45b, 389a65, unfired. Reload d: gst45b, 389a65, fully fired. According to the information received, the reported event for the device was tissue sticking to cartridge, incomplete staple line. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Date sent: 12/14/2021. Additional information: an analysis of a photo and video submitted to ethicon endo surgery for evaluation was performed. During the visual analysis, the following was observed: the photo shows tissue containing three staple lines and an aperture on the tissue between 2 staple lines; all the staples within the picture are observed to be in proper b-formed shape. The video shows tissue with a staple line handled by different surgical instruments. Based on the pictures and video provided the event described cannot be confirmed, please refer to the device analysis for full analysis details.

Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: this is an analysis for a photo and video submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a tissue with three staple lines on it, the staples are observed in b-formed shape. The video shows a tissue with a staple line, it was handling by three surgical instruments. Based on the pictures and video provided the event described cannot be confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that the dr. Was performing a laparoscopic gastric bypass. To start making the pouch, he fired a blue reload. He waited 15 seconds and then fired pulsed. When the doctor opened the stapler jaw, the tissue was adhered to the reload. The doctor carefully removed it and noticed that the stomach was completely open from half the reload, both in the pouch and in the remnant. Stapler and reload were switched to different batches to continue surgery. In the open space on the side of the pouch, another reload was placed closer to the calibration probe and then finished the pouch. On the side of the gastric remnant, 2 more shots were fired to close the open part. The rest of the surgery continued without further events. Surgery was delayed 40 minutes with successful completion of procedure. No patient consequences reported. No further information is available.